Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently depleting quickly and could not be charged. Tandem technical support made multiple follow up attempts to follow up with the customer, however, no response was received.